Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00434 and 0001825034-2020-00435. Concomitant medical products: unknown vanguard tibial tray catalog#: ni lot#: ni, unknown vanguard tibial insert catalog#: ni lot#: ni, unknown patella catalog#: ni lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty on an unknown date. Subsequently, patient was revised due to pain and loosening of the tibial tray and femoral component. No additional information is available.